Event description:
On 5/25/2023, it was reported by a sales representative via sems that qty. 3 of an ar-9625 3.0mm hex driver had an issue. The surgeon broke one screwdriver tip and bent two. This occurred during use with no patient harm. Additional information has been requested. On 6/1/2023, the sales representative stated the following information via phone: this occurred during a reverse shoulder procedure on (B)(6) 2023. When the surgeon used the first hex driver, the tip broke off inside the patient, and all fragments were removed. He then used a second hex driver, which got twisted, and then used a third hex driver, which also got twisted, but he was able to complete the procedure successfully after having used the third hex driver with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9625 serial/batch number (B)(6) was received for investigation. The visual evaluation found that the hex tip of the driver was significantly deformed/round. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.